Event description:
Fire dept personnel were treating a pt in v-fib. Reportedly, the device displayed a service required indicator on the lcd screen. The operators rpt'd that the device rendered a shock advised decision but would not charge. The operators cycled power and the rpt'd malfunction did not recur. The pt received four defibrillation countershocks. The operators were then informed that the pt was under a do not resuscitate order and treatment was terminated. The pt was not resuscitated. The rpted stated that the device did not cause or contribute to the pt outcome. The statement was based on the pt lack of viability.